Manufacturer narrative:
The returned lead was capped about 12 cm distal of the df4 connector pin and was only available in fragments. A distal and a proximal fragment were returned for analysist. A medial fragment of about 24 cm was not available for analysis. The analysis of the available fragments detected multiple signs of abrasion along the lead. Especially between 28 cm and 30 cm proximal of the tip electrode, the insulation was severely damaged by squashing. In this area, the coating of the rope conductor to the ring electrode showed damages. These insulation damages have with high probability contributed to the clinical complaint. The observed damage pattern requires excessive pressure load on the lead body. The characteristics of the damaged structure of the lead body lead to the assumption of excessive mechanical stress on the lead due to the subclavian crush syndrome. The manufacturing process of this lead was reviewed. The production documents showed no anomalies. All manufacturing steps had been carried out correctly. In summary, there were no indications of a material defect or manufacturing error.

Event description:
It was reported that approx. 35 months after implantation the shock impedance showed values out of range (greater than 150 ohm). No oversensing was observed. The lead was extracted and replaced.